Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014). The lay user/patient¿s product(s) has been returned and evaluated on (B)(4) 2014, by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient in USA contacted lifescan to report the one touch verio iq meter would not power on and had a battery charge issue. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.